Manufacturer narrative:
The local area field representative was contacted for additional information lead return status and event cause. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempt to implant this left ventricular (lv) lead, lv non-capture was observed. As a result, this spiral lv lead was removed and a straight lv lead model was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during an attempt to implant this left ventricular (lv) lead, lv non-capture was observed. As a result, this spiral lv lead was removed and a straight lv lead model was implanted successfully. No adverse patient effects were reported. Additional information received reported that the observed left ventricular (lv) lead non-capture was due to patient anatomy, not any lv lead concerns. This lead will not be returned as it was discarded upon removal. No adverse patient effects were reported.